Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator generated alarms for low o2. The ventilator was investigated on site by our field service engineer (fse) and could not duplicate the reported issue. The ventilator was tested multiple times and it passed all functional and safety tests and was cleared for clinical use. Analysis of the received device logs confirm alarms for low o2 concentration. The root cause of the reported alarms has not been determined.